Manufacturer narrative:
Combination product: yes. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged and the crimped diameter of the stent still complies with the specification. A reference guidewire could be introduced with no unusual friction. Review of the production documentation of the complaint device confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in the mid to distal rca. The lesion could not be crossed with the device.